Event description:
On (B)(6) 2012, customer reported the one of the blood sampling valve (bsv) ports leaked on the lh500 instrument. Customer stated that the leak was 3 ml and it was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and cleaned the bsv and alignment bar. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).